Event description:
It was reported that during routine device interrogation, the atrial high rate and ventricular high rate episodes were attempted to be opened but no data was available and a message indicated ¿invalid data¿. It was further reported that there was a possible poweron reset (por). The device remains in use. Additional information noted that the patient had not had procedures or surgeries since last session and there was no known exposure to electromagnetic interference. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).